Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 500mg/dl .customer current blood glucose level was 432mg/dl .the customer had no any symptoms. Customer was treated with insulin pump boluses. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Based on customer report customer does not allege pump was under delivering. The product will not be returned for analysis.